Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was reseated and the power supply was replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the images were washed out and white. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.